Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to perform the functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No damage was found on the electronics noted. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners and minor scratched display window.